Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had low blood glucose levels after the basal rate setting was changed. The customer declined tandem technical support's offer to troubleshoot and indicated that the diabetic specialist would be contacted to change the settings.